Manufacturer narrative:
(B)(4).b3 date of event - correction b5 describe event or problem - correction h2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. The complaint states that "skin reaction" was reported. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported by the parent that the patient experienced a skin reaction with an infection. Prior to sensor insertion the area was prepped with alcohol. The patient developed a rash and redness under the sensor patch. The patient had itching sensation in the area. On (B)(6) 2025, the parent only applied an otc topical steroid medication (cortisone cream) to the reaction area. On (B)(6) 2025, they consulted a physician who prescribed a topical (mupirocin ointment, twice a day, for three days) and an oral (cephalexin unspecified dosage, two times per day in the morning and evening for 10 days) antibiotic medication. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. The complaint states that "skin reaction" was reported. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On the same day, it was reported by the parent that the patient experienced a localized allergic skin reaction to the dexcom patch adhesive. The sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. The patient developed a skin reaction that consists of a rash and redness under the sensor patch. The patient had an itching sensation in the area. On (B)(6) 2025, the mother only applied an otc topical steroid medication (cortisone cream) to the reaction area. The mother mentioned they had already consulted an endocrinologist about the reaction and were advised to use flonase spray and other overlay patches to prep the skin prior to sensor insertion, but nothing worked. They¿ve tried using freedom bands patches, but it only made the reaction worse. On 06/14/2025, the parent called back to report additional treatment information. On (B)(6) 2025, they consulted a physician at a medical center and the patient was prescribed a course of oral antibiotic (cephalexin unspecified dosage, twice a day in the morning and at night for 10 days); and a topical antibiotic medication (mupirocin cream, twice a day for three days). At the time of the follow up report, the patient was no longer taking the prescribed medications, and he was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported by the parent that the patient experienced a skin reaction with an infection. Prior to sensor insertion the area was prepped with alcohol. The patient developed a rash and redness under the sensor patch. The patient had itching sensation in the area. On (B)(6) 2025, the parent only applied an otc topical steroid medication (cortisone cream) to the reaction area. On (B)(6) 2025, they consulted a physician who prescribed a topical (mupirocin ointment, twice a day, for three days) and an oral (cephalexin unspecified dosage, two times per day in the morning and evening for 10 days) antibiotic medication. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.